Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had perforated her fallopian tubes") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain, genital haemorrhage, dysmenorrhoea, back pain and dyspareunia, depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), nausea ("nausea during menstrual cycle"), migraine ("severe migraines with no history prior to essure") and asthenia ("no longer as energetic, husband has primarily been responsible for tending to all house hold chores"). The patient was treated with muscle relaxants, tramadol and surgery (partial hysterectomy, fallopian tubes and uterus and essure coils removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the fallopian tube perforation, depressive symptom, fatigue, weight fluctuation, nausea, migraine and asthenia outcome was unknown. The reporter considered fallopian tube perforation, depressive symptom, fatigue, weight fluctuation, nausea, migraine and asthenia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was essure in proper place, fallopian tubes blocked. On (B)(6) 2016: partial hysterectomy, fallopian tubes removed: essure coils had perforated the fallopian tubes company causality comment: this spontaneous case report, reported by a lawyer, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced fallopian tube perforation ("essure coils had perforated her fallopian tubes"). After essure insertion the patient experienced abdominal pain, back pain, dyspareunia, dysmenorrhea and genital haemorrhage. She was treated with muscle relaxants and tramadol. Almost two years after insertion essure was removed via partial hysterectomy with removal of fallopian tubes. Additional non-serious events were reported. Fallopian tube perforation is serious due to its medical importance and it is anticipated in the reference safety information for essure. Uterine and tubal perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. Considering that symptoms of perforation occurred after essure placement and given the nature of the serious event, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had perforated her fallopian tubes/ perforation/perforation (fallopian tube),"), device dislocation ("migration of essure device") and genital haemorrhage ("heavy bleeding") in a 45-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1991, (B)(6) 1996) and septoplasty. Previously administered products included for an unreported indication: nuva-ring. Concurrent conditions included alcohol use, caffeine consumption, residual hemorrhoidal skin tags, menstrual cramps, body mass index normal, skin disorder, acne, anxiety, pharyngitis, headache, hemorrhoids, lymphadenopathy, vomiting, rectal pain, vaginal dryness, muscle spasm, runny nose, cough, sinusitis, menstrual cycle abnormal and malaise. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as analgesics and vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dysmenorrhoea, back pain, dyspareunia and pelvic pain. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), nausea ("nausea during menstrual cycle/ nausea"), night sweats ("hormonal changes: night sweats"), mood swings ("hormonal changes : mood swings/ hormonal changes (night sweats/mood swings)"), allergy to metals ("nickel allergy/nickel allergy headaches"), visual impairment ("vision/eye problems") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depressive symptom ("symptoms of depression"), weight increased ("weight fluctuations/weight gain"), migraine ("severe migraines "), asthenia ("no longer as energetic, husband has primarily been responsible for tending to all house hold chores"), headache ("headaches/ migraines/headaches") and influenza like illness ("flu-like symptoms"). The patient was treated with muscle relaxants, tramadol, surgery (partial hysterectomy, bilaterala salpingectomy and essure coils removed), surgery (partial hysterectomy, bilaterala salpingectomy and essure coils removed) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, depressive symptom, fatigue, weight increased, nausea, migraine, asthenia, night sweats, mood swings, headache, allergy to metals, visual impairment, influenza like illness and alopecia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, asthenia, depressive symptom, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, influenza like illness, migraine, mood swings, nausea, night sweats, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on an unknown date: essure in proper place, fallopian tubes blocked (B)(6) 2015:abdomen and pelvis with contrast; impression: probable hepatic cysts and multiple tiny low densities which are too small to characterize. Mild distention of the endometrial and endocervical canal which is probably within normal limits for a menstruating female. The left gonadal vein is at upper limits of normal at 8 mm diameter. Mild pelvic congestion syndrome not excluded. (B)(6) 2015: exam: ultrasound pelvis with doppler indication: pelvic pain. Diagnoses: normal-appearing uterus and endometrium. Nabothian cyst with echogenic opacities, endocervical canal region. Nonvisualized left ovary. On (B)(6) 2016: partial hysterectomy, fallopian tubes removed: essure coils had perforated the fallopian tubes. On 06-sep-2016: surgical pathology report. Final diagnosis uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral. Salpingectomy: cervix: chronic cervicitis. Endometrium: secretory phase endometrium. Myometrium: adenomyosis. Serosa: no diagnostic abnormality. Right fallopian tube: no diagnostic abnormality. Left fallopian tube: no diagnostic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had perforated her fallopian tubes/ perforation/perforation (fallopian tube),"), device dislocation ("migration of essure device") and genital haemorrhage ("heavy bleeding") in a 45-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1991, (B)(6) 1996) and septoplasty. Previously administered products included for an unreported indication: nuva-ring. Concurrent conditions included alcohol use, caffeine consumption, residual hemorrhoidal skin tags, menstrual cramps and body mass index normal. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as analgesics and vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dysmenorrhoea, back pain, dyspareunia and pelvic pain. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), nausea ("nausea during menstrual cycle/ nausea"), night sweats ("hormonal changes: night sweats"), mood swings ("hormonal changes : mood swings/ hormonal changes (night sweats/mood swings)"), allergy to metals ("nickel allergy/nickel allergy headaches"), visual impairment ("vision/eye problems") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depressive symptom ("symptoms of depression"), weight increased ("weight fluctuations/weight gain"), migraine ("severe migraines "), asthenia ("no longer as energetic, husband has primarily been responsible for tending to all house hold chores"), headache ("headaches/ migraines/headaches") and influenza like illness ("flu-like symptoms"). The patient was treated with muscle relaxants, tramadol, surgery (partial hysterectomy, bilaterala salpingectomy and essure coils removed), surgery (partial hysterectomy, bilaterala salpingectomy and essure coils removed) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, depressive symptom, fatigue, weight increased, nausea, migraine, asthenia, night sweats, mood swings, headache, allergy to metals, visual impairment, influenza like illness and alopecia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, asthenia, depressive symptom, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, influenza like illness, migraine, mood swings, nausea, night sweats, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on an unknown date: essure in proper place, fallopian tubes blocked (B)(6) 2016: partial hysterectomy, fallopian tubes removed: essure coils had perforated the fallopian tubes most recent follow-up information incorporated above includes: on 12-mar-2018: pfs received. Events added: alopecia and abdominal pain. Genital bleeding was updated as diagnosis event ablation was deleted and added as surgery for event genital bleeding. Events added: alopecia and abdominal pain. Event verbatim was updated as weight fluctuation/weight loss and pt was updated to weigh increased. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had perforated her fallopian tubes/ perforation"), device dislocation ("migration of essure device") and surgery ("ablation") in a female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1991, (B)(6) 1996) and nasal septal operation. Previously administered products included for an unreported indication: nuva-ring. Concurrent conditions included alcohol use, caffeine consumption, residual hemorrhoidal skin tags and menstrual cramp. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as analgesics and vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia and pelvic pain, fatigue ("fatigue"), nausea ("nausea during menstrual cycle/ nausea"), night sweats ("hormonal changes: night sweats"), mood swings ("hormonal changes : mood swings"), weight increased ("weight gain"), allergy to metals ("nickel allergy") and visual impairment ("vision/eye problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), surgery (seriousness criteria medically significant and intervention required), depressive symptom ("symptoms of depression"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines with no history prior to essure/ migraines"), asthenia ("no longer as energetic, husband has primarily been responsible for tending to all house hold chores"), headache ("headaches") and influenza like illness ("flu-like symptoms"). The patient was treated with muscle relaxants, tramadol, surgery (partial hysterectomy, fallopian tubes and uterus and essure coils removed on (B)(6) 2016) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, surgery, depressive symptom, fatigue, weight fluctuation, nausea, migraine, asthenia, night sweats, mood swings, headache, weight increased, allergy to metals, visual impairment and influenza like illness outcome was unknown. The reporter considered allergy to metals, asthenia, depressive symptom, device dislocation, fallopian tube perforation, fatigue, headache, influenza like illness, migraine, mood swings, nausea, night sweats, surgery, visual impairment, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on an unknown date: essure in proper place, fallopian tubes blocked (B)(6) 2016: partial hysterectomy, fallopian tubes removed: essure coils had perforated the fallopian tubes most recent follow-up information incorporated above includes: on 29-jan-2018: new events added: hormonal changes: night sweats/ mood swings, headaches, migration of essure device, pain, weight gain, nickel allergy, vision/eye problems, flu-like symptoms. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coils had perforated her fallopian tubes/ perforation/perforation (fallopian tube),'), device dislocation ('migration of essure device') and genital haemorrhage ('heavy bleeding') in a 45-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1991, (B)(6) 1996) and septoplasty. Previously administered products included for an unreported indication: nuva-ring. Concurrent conditions included alcohol use, caffeine consumption, residual hemorrhoidal skin tags, menstrual cramps, body mass index normal, skin disorder, acne, anxiety, pharyngitis, headache, hemorrhoids, lymphadenopathy, vomiting, rectal pain, vaginal dryness, muscle spasm, runny nose, cough, sinusitis, menstrual cycle abnormal and malaise. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as analgesics and vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dysmenorrhoea, back pain, dyspareunia and pelvic pain, 3 months after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), nausea ("nausea during menstrual cycle/ nausea"), night sweats ("hormonal changes: night sweats"), mood swings ("hormonal changes : mood swings/ hormonal changes (night sweats/mood swings)"), allergy to metals ("nickel allergy/nickel allergy headaches"), dry eye ("vision/eye problems/ vision/eye problems type: dry eyes") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depressive symptom ("symptoms of depression"), migraine ("severe migraines "), asthenia ("no longer as energetic, husband has primarily been responsible for tending to all house hold chores"), headache ("headaches/ migraines/headaches") and influenza like illness ("flu-like symptoms") and was found to have weight increased ("weight fluctuations/weight gain"). The patient was treated with muscle relaxants, tramadol and surgery (ablation and partial hysterectomy, bilaterala salpingectomy and essure coils removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, depressive symptom, weight increased, nausea, migraine, asthenia, mood swings, allergy to metals, dry eye and influenza like illness outcome was unknown, the fatigue, night sweats, headache and alopecia was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, asthenia, depressive symptom, device dislocation, dry eye, fallopian tube perforation, fatigue, genital haemorrhage, headache, influenza like illness, migraine, mood swings, nausea, night sweats and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure in proper place, fallopian tubes blocked; on (B)(6) 2015: results: total bilateral occlusion. (B)(6) 2015:abdomen and pelvis with contrast; impression: 1.probable hepatic cysts and multiple tiny low densities which are too small to characterize. 2.mild distention of the endometrial and endocervical canal which is probably within normal limits for a menstruating female. 3. The left gonadal vein is at upper limits of normal at 8 mm diameter. Mild pelvic congestion syndrome not excluded. (B)(6) 2015: exam: ultrasound pelvis with doppler indication: pelvic pain. Diagnoses: normal-appearing uterus and endometrium. Nabothian cyst with echogenic opacities, endocervical canal region. Nonvisualized left ovary. (B)(6) 2016: partial hysterectomy, fallopian tubes removed: essure coils had perforated the fallopian tubes. (B)(6) 2016: surgical pathology report final diagnosis uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral. Salpingectomy: cervix: chronic cervicitis. Endometrium: secretory phase endometrium. Myometrium: adenomyosis. Serosa: no diagnostic abnormality right fallopian tube: no diagnostic abnormality. Left fallopian tube: no diagnostic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: updated event vision/eye problems type: dry eyes (previously reported as vision/eye problems)outcome of event fatigue, hair loss, headache, nausea, hormonal changes: night sweats as recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coils had perforated her fallopian tubes/ perforation/perforation (fallopian tube),'), device dislocation ('migration of essure device') and genital haemorrhage ('heavy bleeding') in a 45-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1991, (B)(6) 1996) and septoplasty. Previously administered products included for an unreported indication: nuva-ring. Concurrent conditions included alcohol use, caffeine consumption, residual hemorrhoidal skin tags, menstrual cramps, body mass index normal, skin disorder, acne, anxiety, pharyngitis, headache, hemorrhoids, lymphadenopathy, vomiting, rectal pain, vaginal dryness, muscle spasm, runny nose, cough, sinusitis, menstrual cycle abnormal and malaise. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as analgesics and vitamins nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dysmenorrhoea, back pain, dyspareunia and pelvic pain, 3 months after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), nausea ("nausea during menstrual cycle/ nausea"), night sweats ("hormonal changes: night sweats"), mood swings ("hormonal changes : mood swings/ hormonal changes (night sweats/mood swings)"), allergy to metals ("nickel allergy/nickel allergy headaches"), dry eye ("vision/eye problems/ vision/eye problems type: dry eyes") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depressive symptom ("symptoms of depression"), migraine ("severe migraines"), asthenia ("no longer as energetic, husband has primarily been responsible for tending to all house hold chores"), headache ("headaches/ migraines/headaches") and influenza like illness ("flu-like symptoms") and was found to have weight increased ("weight fluctuations/weight gain"). The patient was treated with muscle relaxants, tramadol and surgery (ablation and partial hysterectomy, bilaterala salpingectomy and essure coils removed). Essure was removed on 6-sep-2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, depressive symptom, weight increased, migraine, asthenia, mood swings, allergy to metals, dry eye and influenza like illness outcome was unknown, the fatigue, nausea, night sweats, headache and alopecia was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, asthenia, depressive symptom, device dislocation, dry eye, fallopian tube perforation, fatigue, genital haemorrhage, headache, influenza like illness, migraine, mood swings, nausea, night sweats and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure in proper place, fallopian tubes blocked; on (B)(6) 2015: results: total bilateral occlusion. (B)(6) 2015:abdomen and pelvis with contrast; impression: 1.probable hepatic cysts and multiple tiny low densities which are too small to characterize. 2.mild distention of the endometrial and endocervical canal which is probably within normal limits for a menstruating female. 3. The left gonadal vein is at upper limits of normal at 8 mm diameter. Mild pelvic congestion syndrome not excluded. (B)(6) 2015: exam: ultrasound pelvis with doppler indication: pelvic pain. Diagnoses: 1. Normal-appearing uterus and endometrium. 2. Nabothian cyst with echogenic opacities, endocervical canal region. 3. Nonvisualized left ovary (B)(6) 2016: partial hysterectomy, fallopian tubes removed: essure coils had perforated the fallopian tubes (B)(6) 2016: surgical pathology report. Final diagnosis uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis. --endometrium: secretory phase endometrium. -myometrium: adenomyosis. --serosa: no diagnostic abnormality right fallopian tube: --no diagnostic abnormality. Left fallopian tube: --no diagnostic abnormality quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- outcome of the event hair loss was updated from unknown to recovering/resolving. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report, reported by a lawyer, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced fallopian tube perforation ("essure coils had perforated her fallopian tubes"). After essure insertion the patient experienced abdominal pain, back pain, dyspareunia, dysmenorrhea and genital haemorrhage. She was treated with muscle relaxants and tramadol. Almost two years after insertion essure was removed via partial hysterectomy with removal of fallopian tubes. Additional non-serious events were reported. Fallopian tube perforation is serious due to its medical importance and it is anticipated in the reference safety information for essure. Uterine and tubal perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. Considering that symptoms of perforation occurred after essure placement and given the nature of the serious event, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.